Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and as a result the touch screen became unresponsive. Reportedly, the reason for the cracked screen was unknown. There was no reported impact to the customer¿s blood glucose. No further information was provided.